Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt all gels were deployed and the electrode belt failed incoming testing. The cause for the test failure was defective esd700 (6 line esd protection diode array) component in the electrode belt distribution nod. Pin 2 of esd700 was out of tolerance. The root cause for the defective component cannot be positively determine. No adverse event occurred due to the defective component. The last patient to use this electrode belt did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), the electrode belt failed incoming functional testing. The last patient to use this electrode belt did not report any problems.